Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing. The customer's reported issue was not able to be confirmed or duplicated. Multiple test videoscope cables were used for the testing, and no image issues were identified. In addition, a fog test was performed. There were no signs of abnormalities or disappearances of the image. During inspection and testing, service found there was a cracked distal end cover, a cracked light guide lens, missing glue around the light guide lens, and damages to the bending section cover glue. There were minor surface scratches observed on the insertion tube and the light guide tube. There was play in the control knob. The investigation is still in progress. A supplemental report will be submitted, once the investigation is complete, or if additional information is received regarding the reported issue.

Event description:
The user facility reported to olympus that there was a temporary image loss with the subject device during an unspecified procedure. After the image was restored, a perforated bowel was discovered. The reporter was advised by the physician that they were unsure if the injury was due to the image loss, or due to the patient's anatomy. The patient was sent to a hospital for a colectomy, as a result. Three attempts were performed to obtain additional information, including the patient's current status, but no response was received from the customer. This event has been reported by the importer on MDR# 2429304 - 2022 - 00150.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author (see b5). This report has been submitted by the importer under MDR report number 2429304-2022-00150-2.

Event description:
The customer provided clarifying details regarding the reported event. The insufflator was set on high; the irrigator was also on the highest flow setting. The surgeon does not believe the insufflator or irrigator played a part in the bowel perforation. The team cleaned the scope as per normal routine/process. The team did not perform any additional troubleshooting after the case.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. This report has been submitted by the importer under MDR report number 2429304-2022-00150-1.

Event description:
According to customer, the patient is stable and was discharged home from the hospital on (B)(6) 2022. The procedure was a colonoscopy; indication personal history of colon polyps. Temporary loss of image occurred in the middle of the procedure as the physician stopped advancing/manipulating the scope. The image was fluctuating ¿in and out.¿ initially the staff changed the pig-tail, and still had no image. The staff then tried our second endoscopy tower, which initially had an image but after about 45 seconds the image started to go ¿in and out¿ again. The staff tried the same scope on their backup endoscopy tower and still had a loss of image. That is when the staff got a new scope which worked properly on the original tower. In total, the image was lost for a few minutes. There were no endo therapy accessories being used during the procedure at the time of the image loss (such as biopsy forceps, lithotripter). While the staff troubleshooted, the scope was not advanced or positioning changed inside the patient, an angle was not being applied nor was the scope removed from the patient until the image was restored as the physician initially did not feel it was safe to withdraw the scope without an image the customer stated, the physician believes the perforation, which occurred in the sigmoid colon, was related to the loss of image. The physician had already reached the patient¿s cecum, and was ready to begin the withdrawal process at the time of the loss of image. Per the operative record: ¿findings: more than 50% opening seen at the level of sigmoid colon at the rectosigmoid junction. Per the physician, due to the perforation being greater than 50%, a colectomy was indicated instead of repairing the perforation. The patient was transferred to the hospital for the colectomy, as according the customer, the facility is a free-standing ambulatory surgical center and they do not perform major surgeries such as colectomies at this facility. According to the customer, the staff test each scope before each procedure to ensure there is an image and that suctioning, insufflation and irrigation are working properly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the image loss could not be identified. In addition, the cause of the perforated bowel could not be determined. Therefore, it is unknown if there is a relationship between the device and the event. Olympus will continue to monitor field performance for this device.